Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 08/20/2018. (B)(4). Philip's technical support advised the customer to run the unit for a few hours. The customer was unable to reproduce the error. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that after adjusting the oxygen concentration, the ventilator shut down and then re-booted in an alarm condition. It was unknown if the device was in clinical use; however, there was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 01oct2018. Date of manufacturer: 28sep2018. The customer reported that the ventilator continued to operate without any further errors. No additional information was provided. No parts were returned to philips; therefore, the root cause of the reported issue could not be determined.